Manufacturer narrative:
(B)(4).

Event description:
It was reported that atrial tachycardia/atrial fibrillation and auto mode switch episodes were observed due to far r-wave oversensing. Programming changes were recommended.